Manufacturer narrative:
(B)(4) wire broken. Investigation result: analysis of the returned rx cytology brush revealed the wire had broken and the working length which includes catheter and pull wire had been bent at multiple locations. The bristled portion of the brush had been cut off. Functional evaluation found that the handle thumb ring could be moved in both directions but the wire did not move, indicating the wire had broken inside the handle. The device was disassembled and assessment found the pull wire had been broken off at the distal end of the handle hypotube. Most likely the catheter was kinked and bent due to some aspect of tortuous anatomy or other operational aspect of the procedure. Once the catheter was bent, the pull wire would be prevented from moving freely inside the catheter. Attempts to extend and retract the brush with the wire movement restricted would result in bent and broken wire. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was found that the bristled portion of the brush stopped moving in and out of the catheter. When the handle was pulled back, the brush failed to retract from the sheath and remained in extended position. The bristled portion of the brush which has a sample on it was intentionally cut after it was removed from the patient. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; pull wire broke.